Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma

Event description:
Patient reported right side seroma (suspected cancer). Healthcare professional later reported "preventive replacement". The device has been explanted.

Event description:
Healthcare professional has confirmed "patient was not diagnosed with seroma" and procedure was "a preventive replacement."

Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b2; b5; d9; h1; h6.